Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. A data mix up was reported when data from two different patients was combined into the same patient folder. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional details in order to conduct an investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. Log file analysis showed that the system works as intended. Dicom images were requested for further investigation, but were deleted by the user from the pacs and the artis system. No parts were replaced for this issue. There was no data loss caused by the system as the customer decided to delete the patient data themselves. No non-conformity related to the siemens system has been identified; therefore, no correction took place. The manufacturer is not considering further actions resulting from this event as no system error has been recognized.